Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive ok - enter ) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/22/2017 with the following findings: on investigation, all keypad buttons were noted to be under responsive when tested. The keypad cover was intact and without damage. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. There was visible moisture behind the display lens; leak testing revealed moisture leakage into the pump due to a display lens leak. Moisture and corrosion was found inside the pump on the keypad connector, the printed circuit board, the motor assembly and the audio tone module. There was no moisture inside the battery compartment. Investigation duplicated the complaint.